Event description:
A medical ctr reported to our distributor that while setting up the rt200 adult breathing circuit to the ventilator, it was impossible to connect the adapter into the inspiratory tube because the heater wire pin was bent. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The prod is not sold in the USA but it is similar to a prod which is sold in the USA. The complaint device was visually inspected. Results: the expiratory limb was bent, making it impossible for the heater wire to be inserted into the adapter. Conclusion: the testing probes in our production line have already been updated to prevent bent pins from passing through. The defective device could have been produced prior to the upgrading of the testing probes. We have received other complaints of bent heater wires with an occurrence rate of approx 0.0019% worldwide for the last yr.